Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left knee was revised due to possible infection.

Event description:
It was reported that patient's left knee was revised due to possible infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: during revision surgery the 16-mm ps bearing was replaced with a new similar 16-mm ps bearing, no surgical details were provided. X-rays confirm implantation of triathlon ps components in adequate size and position with stable cemented fixation. No obvious issues. No further clinical information is available while no explants were returned for investigation. Infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: a review of the provided medical records x-rays by a clinical consultant indicated: during revision surgery the 16-mm ps bearing was replaced with a new similar 16-mm ps bearing, no surgical details were provided. X-rays confirm implantation of triathlon ps components in adequate size and position with stable cemented fixation. No obvious issues. No further clinical information is available while no explants were returned for investigation. Infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product lot details, product evaluation, pre- and post-operative x-rays, pathology, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.